Event description:
Same case as MDR ID# 2134265-2012-07449. It was reported that during a percutaneous transluminal angioplasty treatment procedure a guide wire punctured the shaft of a catheter and entrapment occurred. The target lesion was located in the tightly calcified right superficial femoral artery (sfa). A platinum plus guide wire and coyote balloon catheter were successfully advanced and placed at the target lesion without difficulty. Two inflations were performed to unknown atms. During repositioning of the coyote balloon catheter the device was inadvertently advanced pass the distal of the guide wire. When the coyote balloon catheter was pulled back the platinum plus guide wire punctured the shaft of the coyote balloon catheter 12cm proximal to the distal tip. The coyote balloon catheter and the wire were entangled and unable to remove. The coyote balloon catheter, platinum plus guide wire and unknown sheath were removed together as one unit. Therefore, the physician was satisfied with the results and concluded the procedure. No patient complications were reported and the patient's status is listed as ok. The technician stated that the distal markerband of the coyote balloon catheter appeared to be misaligned as it was angled rather than parallel to the other markerband.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).